Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation, however, four photos were provided for investigation. A visual evaluation of the photos observed glass breakage. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported when transferring blood to a bd vacutainer® buffered sodium citrate: (9nc) blood collection tube (13 x 75 mm x 1.6 ml), the tube broke. The medical staff was injured by the tube. It is unknown if medical interventions were provided.

Manufacturer narrative:
Results. The sample associated with the july 2017 report was received by bd¿s facility in (B)(4); however, the lot number could not be identified because of interference by the hospital customer¿s label and blood on the tube (due to tube breakage).